Event description:
It was reported by service report that the headboard is damaged and cracked with sharp edges. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: headboard.